Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are 12 units in stock in b. Braun surgical's warehouse. We have received a picture showing 29 boxes of product with the label cut in the below part. This defect was caused by the printing station in the labeling step, the printing started too low on the label and thus the part at the bottom of the label was not printed. Batch manufacturing record: reviewed the batch manufacturing record, this product had incidences not related to this issue, and the results before releasing the product fulfilled b. Braun surgical requirements. Conclusion root cause analysis: the root cause has been identified a printing issue in one of the labelers. The issue was not detected by the involved personnel. Final conclusion: considering that the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The customer reported that the warehouse found that the production date information on the box label was not printed when receiving the goods, and the label was incomplete.